Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis of the wireless recharger found that there was no ins secret key. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the wireless recharger is not able to connect to the implantable neurostimulator (ins). The manufacturer representative reported she was able to pair the wireless recharger to the recharging app on the handset and tablet, but not to the ins. Tried to reset the wireless recharger on the dock and out of the dock, continues to see the orange light on the power button and beeping sound. Caller reported the battery light is filled on all 3 bars. No symptoms reported. Additional information received from the manufacturer representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the connection issue was unknown as the device was stuck in shipping mode.